Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. The shaft, collar, and tip were microscopically examined. There was blood on and inside the device. The shaft was detached/separated at the collar. The ptfe was pulled out of the collar and was attached to the distal shaft. There was damage to the shaft at the separation ends. There were numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID:a00635299 tw:4511031

Event description:
Reportable based on device analysis completed on 05-apr-2017. It was reported that difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the device was unable to cross the lesion due to severe stenosis. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the shaft was detached/separated at the collar.